Event description:
Adverse event(s): delay in procedure (surgical procedure, delayed). Product problem(s): "system message received" (error message given). The facility reported that they received a system message during the procedure and chose to switch to another machine to complete the anterior portion of the case. The procedure was completed and no patient injury was reported.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. The root cause for the reported system message is unknown and cannot be determined because no sample was received for evaluation and steps could not be taken to replicate the reported issue. No serial number was provided for the unit, therefore, it was not possible to determine the manufacturing date. The system message is produced when the ultrasound is active and the ultrasound proxy fails to get a footswitch update within 20 msec. When the console was restarted, the system message went away and the system was able to be successfully used. There were no samples returned for evaluation; there was no additional information related to this complaint provided, for this reason, there is insufficient information to replicate or confirm the reported event and the root cause is therefore unknown at this time. (B) (4). (B) (4). (B) (4).